Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the power supply. The cse performed a quickcheck and performed quality control, resulting within range. The cause of the smoke is due a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported seeing smoke being emitted from the rear of their dimension vista 1500 instrument. There are no known reports of patient intervention or adverse health consequences due to the smoke.